Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 380 mg/dl. The customer changed supplies and delivered a bolus to stabilize bg level. The customer believed the pump was not giving insulin. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed.